Event description:
It was reported that the patient had a urinary track infection (uti) / bladder infection. The patient felt uncomfortable stimulation while stimulation was turned on. The patient recently started a jogging program and she wanted to know if that could have caused something to happen to the stimulation system. The patient stated, she would turn stimulation down to see if that reduced the sensation. Additional information from the health care provider indicated that they had no record of this event (uncomfortable stim). The patient was having great relief. It was noted that the patient had uti but was not due to interstim (infection was treated). The patient outcome was no injury.

Manufacturer narrative:
Product ID, 3093-28 lot# v662597 serial#, implanted: 2011 (B)(6), explanted: product type lead product ID, 3037 l ot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).